Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite gravity burette set had air in line. The following information was received by the initial reporter with the verbatim: I hope you are well. Our anesthesia team is experiencing quality issues with at least 8 buretrols (ref# (B)(4)) entraining air. We have 597 ea in our warehouse. Are we able to initiate a RMA for unopened boxes of buretrols?